Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The date of the event was (B)(6) 2017. It was reported an intrathecal pump revision was performed (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jan-18. It was reported that when clarifying the granuloma, the hcp wrote, ¿MRI states meningioma.¿ on (B)(6) 2015, the pump was filled with saline until the revision of the pump in (B)(6) 2017. The cause of the issue was a ¿suspected kink in tubing; meningioma.¿ the hcp stated that the pump ¿was working in 2014.¿ the cause of no success aspirating the side port was unknown, a revision was done on (B)(6) 2017. There were no further complications reported/anticipated.

Event description:
Additional information was received from the hcp on 2018-dec-09. It was reported that the patient was to be filled on (B)(6) 2015. The actual reservoir volume was reported to be 18.5 ml, while the expected volume was 6.3 ml. There was no stall on the log report and there was no kink/obstruction suspected. There was increased pain over the previous 3-4 weeks, side port aspiration with no success. The hcp discussed with the patient differential diagnosis of catheter obstruction, kink, and granuloma. The patient was admitted to control worsening pain and monitor for withdrawal and they continued oral medication. The MRI was of thoracic spine to rule out im/granuloma. The patient had another appointment on (B)(6) 2017. The patient had low back, left leg pain; mid/low back; radiation of pain left and numbness/tingling onset of pain/medical condition. The patient was present for follow up on low back pain and left radicular symptoms after his recent hospital stay; intrathecal pump running at very slow rate of normal saline. There was no significant change in pain severity on oral medications and there were no withdrawal symptoms. The patient medical history was the same as previous. The exam indicated tenderness over lumbar paraspinal muscles, fair rom (range of motion) to lumbar spine, and increased pain on extension and rotation. The assessment indicated spasm of muscle. There was another appointment on (B)(6) 2015. The pump surgery was cancelled due to increased white blood cells. The patient was tired, it does not help much, continued pain on percocet prescription and dilaudid oral. They were also on oral gabapentin and baclofen, stated previous intrathecal medications were very helpful and they want it again. There were no pump medications at the time of the appointment. The exam indicated the same as previous. The assessment indicated again spasm of muscle and also left hip pain. They were to continue oral meds, left hip x-rays (normal - pain since motor cycle accident 3 years ago), emg/ncv (electromyograph/nerve conduction velocity) in lower extremity. Pump logs from 2015-dec-07 show that the last change was 2015-nov-15 with water in the pump. There was a pump alarm, the patient could not get medical clearance for replacement, and the pump off password was sent. On (B)(6) 2018 it was reported that the patient finally cleared pre-admission testing in august of 2017. They had many infections and high wbc (white blood cells) due to other health issues. It was reported that the issue (revision) was resolved. The patient¿s weight at the time of the event was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 8709sc, lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:. Product type catheter date of the event was changed to "no information," as it was indicated that issues started by at least (B)(6) 2015 when the volume discrepancy was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.